Manufacturer narrative:
Results: the ace68 was stretched approximately 118.0 thru 136.0 cm from the hub. The total length of the ace68 was approximately 136.0 cm. Conclusions: evaluation of the returned ace68 revealed that the catheter shaft was stretched. If the device is forcefully retracted against resistance, damage such as stretching may occur. The root cause of resistance could not be determined. The non-penumbra sheath identified in the complaint was not returned to penumbra for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician placed a non-penumbra sheath in the target location, and then attempted to advance the ace68. However, as the physician was advancing past the m1, the physician felt resistance and was unable to push or pull the ace68. The physician was able to retract and remove the ace68 by using more force and, upon removal, found that the shaft of the ace68 was elongated. The procedure was therefore completed using a new ace68 and the same sheath. There was no report of an adverse effect to the patient.